Event description:
It was reported that the patient's blood glucose levels decreased to less than 50 mg/dl and then rose to 350 mg/dl while wearing the pod. Investigation of the pod found a tear in the cannula.

Manufacturer narrative:
The exposed portion of the soft cannula was found to have a tear. Fluid was observed exiting the tear during the fluid path test. It could not be determined when and how the tear occurred or if it contributed to the pod failing to deliver or over-deliver insulin. The downloaded data does not show any timeouts or drive stalls. No other damages or defects were found with the device and the exact cause of the not sure delivering insulin and not sure over delivering insulin event could not be conclusively determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.